Event description:
It was reported that since the implant, the patient experienced sciatica when he turned his amplitude up. It was stated that the device "electrocuted" the patient when he lied down, causing his jaw to "clench." There were no falls or trauma. It was later reported that the patient was scheduled for an appointment to set up adaptive stimulation on (B)(6) 2012. It was noted that the patient was instructed to turn down the stimulation when the patient went to lie down. If any additional information is received, a supplemental report will be sent.

Event description:
Additional information received reported that the patient had adaptivestim set up. It was stated that the patient was "much happier" now. No further information was provided.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37746 lot# serial# (B)(4), product type programmer, patient (B)(4).